Manufacturer narrative:
Investigation: no sample of photo was returned for evaluation. Sample in process of decontamination. No sample of photo was returned for evaluation. Root cause: we could not found the exactly root cause of the issue since no sample or photo was returned for evaluation. Conclusion: no sample or photo received. We could not confirm the issue at our customer facility with the provided information.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use of bd saf-t-intima IV catheter safety system 24 g x 0.75 in. The tube was broken resulting in fluid leaking. There was no report of injury or medical interventions.